Manufacturer narrative:
It was reported that the hl20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2025-09-04. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failures were already investigated by the getinge life cycle engineering on 2020-04-01 in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. It could not generate a signal with the information about the speed/direction of rotation of the pump head, resulting in various possible failures including "head". Due to the age of the device (over 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-09-10 for the period of 2015-03-03 to 2025-08-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure error message: "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).